Manufacturer narrative:
Hill-rom technical support suggested changing the bed exit board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not alarm. The bed was located at the facility. There was no patient/user injury reported. (B)(4).